Manufacturer narrative:
Concomitant medical products: ddmb1d1 ICD, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately six weeks after an implantable cardioverter defibrillator (ICD) change out the patient¿s ICD system was explanted due to a pocket infection. Cultures were taken, and antibiotic therapy was necessary. No further patient complications have been reported as a result of this event.